Manufacturer narrative:
(B)(4)

Event description:
It was reported " x2 PICC lines one placed in (B)(6) 2024 and the other mid (B)(6) 2025. Both 4 fr lines both ended up being fractured in the same place. Two different patients one male one female. Both fractured this week in different locations." The lines were removed and replaced. The patient's current condition is reported as "unknown". Associated MDR numbers include: 3006425876-2025-00428.

Event description:
It was reported " x2 PICC lines one placed in (B)(6) 2024 and the other mid (B)(6) 2025.both 4 fr lines both ended up being fractured in the same place. Two different patients one male one female. Both fractured this week in different locations." The lines were removed and replaced. The patient's current condition is reported as "unknown". Associated MDR numbers include: 3006425876-2025-00427 and 3006425876-2025-00428.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.